Manufacturer narrative:
A supplemental report is being submitted for correction of section d1 and d4 as additional information was received providing the serial numbers for the devices involved in this event. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650/ catalog #: 1650/ expiration date:2021-12-31/ (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 2020-12-10 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿battery d4: model #: 1650/ catalog #: 1650/ expiration date:2021-12-31/ (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 2020-12-10 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is being reopened a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: one (1) battery with unknown serial number was not returned for evaluation. Log file analysis revealed that the controller ((B)(6)) in use contained a feature that records whether a power source experienced a communication error or a disconnection within each 1 5-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6). Momentary disconnections will result in an audible tone or "beep¿; it is likely the beeps were perceived as the reported "buzzing sound". As a result, the reported event was confirmed. The batteries were lubricated prior to the release. The most likely root cause of the reported event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: three batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6). Momentary disconnections will result in an audible tone or "beep¿; it is likely the beeps were perceived as the reported "buzzing sound". As a result, the reported event was confirmed. The batteries were lubricated prior to the release. The most likely root cause of the reported event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Additional products: d4: serial or lot#: (B)(6), h3: yes, h6: FDA method code(s): b15, b17, h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02, d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b15, b17, h6: FDA results code(s): c04, h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the serial number for this device, but it was not available at the time of this report. If serial number is received the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited power switching. The patient stated that they heard a buzzing sound as if the battery was being attached and detached. Of note, there were no alarms heard, failure indicator or connection abnormalities observed. The battery remains in use. No patient complications have been reported as a result of this event.